Event description:
Report received of the male end of the tubing set breaking. The customer reports that the nurse was right at the patient's side and noted the patient had some bleed back. It was reported that there was a partial break at the male end. The set was disconnected from the patient with the tip of the male end easily removed from the patient's IV catheter. When the set was disconnected from the patient, it was reported that the set fell into two pieces. The patient was resting at the time the bleed back was noted. There was no manipulation of the extension set at the time the bleed back was noted. Lactated ringers was infusing via the extension set. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.